Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from the support team, and no additional information regarding the outcome of the event was available.